Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported for 'broken haptic' was observed. Results from the product history record review indicated the product met release criteria. Additional observations were as follows; lens returned posterior surface up instead of anterior surface up in a #81 (iw) lens case base and a #78 (iw) lens case lid. Blood and solution are dried on the lens. One haptic is broken/torn at the gusset area and not returned. The other haptic is bent at the gusset area due to the condition of the returned sample. The optic is pressed against two posts of the lens case base resulting in optic damage. The optic is bent/warped and has loose particulate - rejectable. The nature of the reported complaint suggests that the lens was implanted and removed, and during the removal process the capsule was ruptured, 'upon implantation of the lens one saw that the haptic was of, when the lens was unfurled. Upon removal of the lens a rift occurred on the back of the capsule'. It is reasonable to suggest that the lens was in good condition and acceptable for implantation by the customer prior to insertion. Therefore, based on the information provided by the customer and the investigation findings the most likely root cause is user handling and it is unlikely that the lens contributed to the event. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number.

Event description:
A nurse reported that during the intraocular lens (iol) implant surgery, when the lens was unfurled she noticed that the haptic was off. After the iol removal, a rift occurred on the posterior capsule and posterior capsule rupture occurred. When attempting to implant another iol (type/brand of second iol was not specified), the posterior capsule rupture went up and even the second lens had to be removed. A vitrectomy was performed and the pt was left aphakic. There was one hour delay during the surgery, considered as significant by the surgeon. A secondary scleral fixed iol surgery is being planned in another hospital. Additional info has been requested.